Event description:
It was stated that during the prime/rewind process the insulin pump did not stop while purging the reservoir. It was stated that the customer changed the battery and the reservoir without results. It was stated that the pump had also an error alarm during the manual prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.